Event description:
Baxter reports that a minicap was loose and almost falling off a transfer set. Although prophylactic antibiotics were administered (type unk), there was no pt injury indicated at the time of the initial report.,